Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during deployment of the angio-seal device the physician felt like the collagen was engaged properly, however, the plastic pieces in the handle would not click into place. Eventually they were able to get them to click into place and then had no issues. The procedure was a plain diagnostic catheterization, not anti-coagulated. It was an easy stick in a good location. The patient was stable with no complications, and the case was completed without complication. There were no other devices or equipment used with the reported product.